Manufacturer narrative:
Analysis of the lead found no anomaly. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot#: unknown, product type: accessory. Product ID: 977a260, lot#: va1mfcj923, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-dec-2021, UDI#: (B)(4). Analysis of the device was not complete at the time of report. Once analysis results are available a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported after implant of a lead and connection to a wireless external neurostimulator (wens) the system was checked with the programmer. The connection check showed two defect electrodes on the lead involved. There was a notification to avoid electrode 12 and that electrode 12 had a possible open circuit. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. After two times of un-connecting and reconnecting the lead and cleaning in between and checking the wens there was still no improvement. The decision was made to use a new lead. The lead involved was explanted and a new lead was implanted. There was no additional or procedure. The new lead did not present any issues and the procedure was successfully concluded. The issue was resolved at the time of report.